Event description:
Consumer initially reported complaint for error message (e-5). During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix meter. The customer reported that her lips and fingers were numb and that she had a headache; medical attention was not needed at the time of the call. Customer states that she knows that her blood sugar is high, but she does not know how high. The customer¿s expected blood glucose test result range was not provided. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/31/2025 and open vial date is 3 months ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: numbness in fingers/lips and headache. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.